Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo along with the physical sample was provided to our quality team for investigation. The product was visually inspected and it was observed the grips of the safety sleeve are bent and the injector needle was exposed. A device history review was performed for lot 2304001, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained sampled from the same lot were used for additional evaluation. The products were visually inspected and no damaged or other defects were observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. No issues related to the reported incident were found. It is important to hold onto the white components of the injector when engaging/disengaging; do not grip the blue safety sleeve. If the grips of the safety sleeve become dislocated, the injector is activated causing needle exposure. To avoid damage to the safety sleeve grips, the injector must be removed by pulled it straight back and it cannot be forcefully engaged. The instructions for use must be carefully followed when using the phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended. Based on our quality team's investigation and sample evaluation, it was determined this incident is likely a result of improper activation. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by customer that we had an issue with one of our phaseal attachments. We had a 5fu syringe push, and when the nurse went to engage it to attach it to the line, the needle popped out and we couldn¿t fix it. Verbatim: we had an issue with one of our phaseal attachments. We had a 5fu syringe push, and when the nurse went to engage it to attach it to the line, the needle popped out and we couldn¿t fix it. Please provide the following information. Lot number of the injector? If you just look at the batch of injector you took this from, you can give me that lot. (I will deal with this one). 2 possibilities, we had 2 lot numbers within the chemo preparation area 2305501; expiry 2025/10/31. 2304001; expiry 2025/09/30. Was the nurse injured with a needle stick injury? No. Was she exposed to 5fu? Potentially when switching the injector. Was the 5fu wasted or another injector placed on the syringe? Another injector placed on syringe. Was this a new staff member? No. Did the nurse feel that the needle was aligned and twisted and pushed in properly, or was there resistance? Will need to follow up with the nurse next week? I do remember her mentioning that the needle popped out immediately when she tried to engage the line. Per additional response: the nurse who discovered the issue is back today. So she said that when she initially put the injector onto the connector it felt fine, but when she twisted it, it did not click. Then when she pushed the injector in, the connection felt loose so she disengaged and found the needle exposed. What was the impact to the patient? No impact; the injector was changed and the patient received the medication. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details: no.

Event description:
Material #515003, lot # 2304001. It was reported by customer that we had an issue with one of our phaseal attachments. We had a 5fu syringe push, and when the nurse went to engage it to attach it to the line, the needle popped out and we couldn¿t fix it. Verbatim: we had an issue with one of our phaseal attachments. We had a 5fu syringe push, and when the nurse went to engage it to attach it to the line, the needle popped out and we couldn¿t fix it. Please provide the following information. Lot number of the injector? If you just look at the batch of injector you took this from, you can give me that lot. (I will deal with this one) 2 possibilities, we had 2 lot numbers within the chemo preparation area 2305501; expiry 2025/10/31 2304001; expiry 2025/09/30 was the nurse injured with a needle stick injury no. Was she exposed to 5fu? Potentially when switching the injector . Was the 5fu wasted or another injector placed on the syringe? Another injector placed on syringe was this a new staff member? No. Did the nurse feel that the needle was aligned and twisted and pushed in properly, or was there resistance. Will need to follow up with the nurse next week. I do remember her mentioning that the needle popped out immediately when she tried to engage the line.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.